Event description:
Customer reported noticing "black, brown, and purple blotches" on the display of her adc blood glucose meter, which prevented her from receiving a reading. She further reported that sometime around (B)(6) 2012, she woke up and was feeling "drunk, dizzy, faint", was "sweating profusely" and experienced "nausea". Customer denied a loss of consciousness, but noted she experienced a seizure. Customer self-treated by drinking orange juice and eating peanut butter. Paramedics were called and received a reading of 40 mg/dl on an unknown brand of meter. Customer was treated on the scene with one vial of glucose via intravenous infusion and transported to a local healthcare facility. At the hospital, customer had labs drawn, received an EKG, was diagnosed with hypoglycemia and received additional glucose via intravenous infusion. Customer also reported being diagnosed with "an abnormal EKG, hypokalemia, h-pylori and hyperglycemia". Customer also reported receiving the following medications, which were not previously prescribed: toradol (ketorolac), morphine sulfate, zofran (ondansetron) and carafate (sucralfate). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. During initial investigation, the meter powered on with button depression and insertion of both cal bar and strips. Black markings were observed. The device was sent for further investigation. The meter was then disassembled and upon visual inspection cracks on the liquid crystal display (lcd) were observed. In addition, a black spot on lcd due to physical damage to the display. This is a final report. Note: customer also reported they have been to the emergency room about 6 times since then up to (B)(6) 2012.

Manufacturer narrative:
This is an initial report. The product has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed. Additionally: the reported additional diagnosis of hyperglycemia is inconsistent with the reported reading received by the paramedics and the reported treatment. Two, unsuccessful, attempts to clarify this inconsistency have been made. It should be noted: the actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. (B)(4).